Manufacturer narrative:
To date, information suggests that this lv lead has been removed from service. The lead was sent to the hospital lab for pathology purposes. Investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead became dislodged and was removed from service. There were no reported adverse patient symptoms associated with this clinical observation, beyond the need for surgical intervention.